Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with symptoms of their heart "being out of rhythm". Interrogation revealed no capture and low sensing of the atrial lead. A chest x-ray showed that the atrial lead had dislodged. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.